Manufacturer narrative:
An event of valve been explanted was reported. The valve was replaced with non-abbott valve. Reportedly left ventricular outflow tract obstruction was noted. The device was returned to abbott and the investigation found that the device met specifications when visually and microscopically examined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as the device had to be explanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: component code: 4755 part/component/sub-assembly term not applicable type of investigation: 4118 type of investigation not yet determined investigation findings: investigation conclusions: 11 conclusion not yet available.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on an unknown date, a 27mm epic mitral valve was implanted in the patient. On an unknown date, left ventricular outflow tract obstruction was noted. The valve was explanted and a non-abbott valve was implanted.